Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump keypad was unresponsive. Customer¿s blood glucose level was unknown at the time of incident. Customer state that the insulin pump was exposed to moisture. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify unresponsive keypad due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. The pump was received with case cracked behind the insulin pump at the corner of the belt clip rails and broken belt clip rails. (B)(4).